Event description:
It was reported to boston scientific corporation that a radial jaw 3 pulmonary biopsy forceps was used during a lung biopsy and bronchoplasty procedure performed on (B)(6) 2012. According to the complainant, during the procedure, when withdrawing the biopsy forceps from the pentax scope, the blue plastic coating came away from the wire. It was noted that it is unknown if the damage occurred prior to advancing the device through the scope or if the damage occurred due to the scope being faulty. It is also unknown if the coating fell inside the patient. Reportedly no intervention was performed. The procedure was not completed due to this event. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a radial jaw 3 pulmonary biopsy forceps was used during a lung biopsy and bronchoplasty procedure performed on (B)(6) 2012. According to the complainant, during the procedure, when withdrawing the biopsy forceps from the pentax scope, the blue plastic coating came away from the wire. It was noted that it is unknown if the damage occurred prior to advancing the device through the scope or if the damage occurred due to the scope being faulty. It is also unknown if the coating fell inside the patient. Reportedly no intervention was performed. The procedure was not completed due to this event. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a radial jaw 3 pulmonary biopsy forceps was used during a lung biopsy and bronchoplasty procedure performed on (B)(6) 2012. According to the complainant, during the procedure, when withdrawing the biopsy forceps from the pentax scope, the blue plastic coating came away from the wire. It was noted that it is unknown if the damage occurred prior to advancing the device through the scope or if the damage occurred due to the scope being faulty. It is also unknown if the coating fell inside the patient. Reportedly no intervention was performed. The procedure was not completed due to this event. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The reported lot number could not be matched to the reported device. Therefore, the lot expiration and device manufacture dates are unknown at this time. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Visual evaluation of the returned device found that the jacket was peeled at the distal section. The riveting and crimping marks were examined and found to be within specifications. Functional evaluation found that when a loop test was performed, the device opened and closed without issue. The outer diameter of the jacket was measured in 4 different locations and all measurements taken were found to be within manufacturing specifications. Review and analysis of all available information indicated the most probable root cause for this event was operational context; procedural factors encountered during the procedure likely caused the jacket to peel. A search of the complaint database revealed that no other complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications.

Manufacturer narrative:
Correction: (manufacturer name). Additional information: (lot number and device expiration date).